Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/malposition and migration of the device') and fallopian tube perforation ('migration of essure device location of device: apparently moved out of fallopian tube,/ perforation (fallopian tube(s)/malposition of essure device location of device: malpositioned left essure tubal occlusion device') in a (B)(6) female patient who had essure (batch no. A34126 , b76531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain lower on (B)(6) 2015. Previously administered products included for an unreported indication: birth control and levoxyl. Concurrent conditions included spondylitis since (B)(6) 2015, premenopause since (B)(6) 2015, neuropathic pain since (B)(6) 2015, arthritis since (B)(6) 2015, urinary retention since (B)(6) 2015, breast cyst since (B)(6) 2013, fibrocystic breast since (B)(6) 2013 and hypothyroidism (since 2000 on levoxyl). Concomitant products included nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and povidone-iodine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain /pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criterion medically significant), 4 months 3 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pain in extremity ("left leg pain"), arthralgia ("hip pain"), back pain ("back pain"), autoimmune disorder ("autoimmune-like symptoms"), genital haemorrhage ("bleeding"), allergy to metals ("nickel sensitivity"), menstrual disorder ("abnormal menstrual cycles"), cervix inflammation ("cervical irritation/inflammation"), incontinence ("incontinence"), amnesia ("memory loss"), mood swings ("mood swings"), dizziness ("occasional dizziness"), contusion ("easy bruising"), alopecia ("hair loss"), gastrointestinal disorder ("bowel issues"), abdominal distension ("bloating") and paraesthesia ("tingling hands") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, dyspareunia, fatigue, pain in extremity, arthralgia and back pain had not resolved and the autoimmune disorder, genital haemorrhage, allergy to metals, menstrual disorder, cervix inflammation, incontinence, amnesia, mood swings, dizziness, contusion, alopecia, weight increased, gastrointestinal disorder, abdominal distension and paraesthesia outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, anxiety, arthralgia, autoimmune disorder, back pain, cervix inflammation, contusion, depression, dizziness, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, incontinence, menorrhagia, menstrual disorder, mood swings, pain in extremity, paraesthesia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was inserted on (B)(6) 2014. First hsg: that the right tube had closed. But the left had not. Second hsg: that both tubes were successfully occluded. Successful replacement of left sided essure coil was done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. First hsg: that the right tube had closed. But the left had not. Second hsg: that both tubes were successfully occluded; on (B)(6) 2014: total bilateral occlusion, unilateral occlusion (right tube occluded), perforation (fallopian tube), malposition of essure device; on (B)(6) 2014: the right essure tubal occlusion device is in appropriate location. With right tubal occlusion present. Concerning the injuries reported in this case the following ones were described in patients medical record confirming: pelvic pain, left leg pain. Batch number: a34126 man date: 2012/07 exp date: 2015/07. Batch number: b76531 man date: 2013-10-04 exp date: 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: pfs received. New events added- bleeding, autoimmune-like symptoms, nickel sensitivity, autoimmune-like symptoms, abnormal menstrual cycles, cervical irritation/inflammation, incontinence, memory loss, mood swings, occasional dizziness, easy bruising, hair loss, weight gain, bloating/bowel issues and tingling hands. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/malposition and migration of the device'), fallopian tube perforation ('migration of essure device location of device: apparently moved out of fallopian tube,/ perforation (fallopian tube(s)/malposition of essure device location of device: malpositioned left essure tubal occlusion device') and device breakage ('device breakage') in a 41-year-old female patient who had essure (batch no. A34126 , b76531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain lower on (B)(6) 2015. Previously administered products included for an unreported indication: birth control and levoxyl. Concurrent conditions included spondylitis since (B)(6) 2015, premenopause since (B)(6) 2015, neuropathic pain since (B)(6) 2015, arthritis since (B)(6) 2015, urinary retention since (B)(6) 2015, breast cyst since (B)(6) 2013, fibrocystic breast since (B)(6) 2013 and hypothyroidism (since 2000 on levoxyl). Concomitant products included nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and povidone-iodine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain /pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criterion medically significant), 4 months 3 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pain in extremity ("left leg pain"), arthralgia ("hip pain"), back pain ("back pain"), autoimmune disorder ("autoimmune-like symptoms"), genital haemorrhage ("bleeding"), allergy to metals ("nickel sensitivity"), menstrual disorder ("abnormal menstrual cycles"), cervix inflammation ("cervical irritation/inflammation"), incontinence ("incontinence"), amnesia ("memory loss"), mood swings ("mood swings"), dizziness ("occasional dizziness"), increased tendency to bruise ("easy bruising"), alopecia ("hair loss"), gastrointestinal disorder ("bowel issues"), abdominal distension ("bloating") and paraesthesia ("tingling hands") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal and esssure removal (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, dyspareunia, fatigue, pain in extremity, arthralgia and back pain had not resolved and the autoimmune disorder, genital haemorrhage, allergy to metals, menstrual disorder, cervix inflammation, incontinence, amnesia, mood swings, dizziness, increased tendency to bruise, alopecia, weight increased, gastrointestinal disorder, abdominal distension and paraesthesia outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, anxiety, arthralgia, autoimmune disorder, back pain, cervix inflammation, depression, device breakage, dizziness, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, incontinence, increased tendency to bruise, menorrhagia, menstrual disorder, mood swings, pain in extremity, paraesthesia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was inserted on (B)(6) 2014. First hsg: that the right tube had closed. But the left had not. Second hsg: that both tubes were successfully occluded. Successful replacement of left sided essure coil was done. She received treatment for events pain, bleeding, migration and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. First hsg: that the right tube had closed. But the left had not. Second hsg: that both tubes were successfully occluded; on 20-mar-2014: total bilateral occlusion, unilateral occlusion (right tube occluded), perforation (fallopian tube), malposition of essure device; on (B)(6) 2014: the right essure tubal occlusion device is in appropriate location. With right tubal occlusion present. Concerning the injuries reported in this case the following ones were described in patients medical record confirming: pelvic pain, left leg pain batch number: a34126 man date: 2012/07 exp date: 2015/07. Batch number: b76531 man date: 2013-10-04 exp date: 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/malposition and migration of the device'), fallopian tube perforation ('migration of essure device location of device: apparently moved out of fallopian tube,/ perforation (fallopian tube(s)/malposition of essure device location of device: malpositioned left essure tubal occlusion device') and device breakage ('device breakage') in a 41-year-old female patient who had essure (batch no. A34126 , b76531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain lower on (B)(6) 2015. Previously administered products included for an unreported indication: birth control and levoxyl. Concurrent conditions included spondylitis since (B)(6) 2015, premenopause since (B)(6) 2015, neuropathic pain since (B)(6) 2015, arthritis since (B)(6) 2015, urinary retention since (B)(6) 2015, breast cyst since (B)(6) 2013, fibrocystic breast since (B)(6) 2013 and hypothyroidism (since 2000 on levoxyl). Concomitant products included nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and povidone-iodine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain /pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criterion medically significant), 4 months 3 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pain in extremity ("left leg pain"), arthralgia ("hip pain"), back pain ("back pain"), autoimmune disorder ("autoimmune-like symptoms"), genital haemorrhage ("bleeding"), allergy to metals ("nickel sensitivity"), menstrual disorder ("abnormal menstrual cycles"), cervix inflammation ("cervical irritation/inflammation"), incontinence ("incontinence"), amnesia ("memory loss"), mood swings ("mood swings"), dizziness ("occasional dizziness"), increased tendency to bruise ("easy bruising"), alopecia ("hair loss"), gastrointestinal disorder ("bowel issues"), abdominal distension ("bloating") and paraesthesia ("tingling hands") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal and esssure removal (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, dyspareunia, fatigue, pain in extremity, arthralgia and back pain had not resolved and the autoimmune disorder, genital haemorrhage, allergy to metals, menstrual disorder, cervix inflammation, incontinence, amnesia, mood swings, dizziness, increased tendency to bruise, alopecia, weight increased, gastrointestinal disorder, abdominal distension and paraesthesia outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, anxiety, arthralgia, autoimmune disorder, back pain, cervix inflammation, depression, device breakage, dizziness, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, incontinence, increased tendency to bruise, menorrhagia, menstrual disorder, mood swings, pain in extremity, paraesthesia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was inserted on (B)(6) 2014. First hsg: that the right tube had closed. But the left had not. Second hsg: that both tubes were successfully occluded. Successful replacement of left sided essure coil was done she received treatment for events pain, bleeding, migration and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. First hsg: that the right tube had closed. But the left had not. Second hsg: that both tubes were successfully occluded; on (B)(6) 2014: total bilateral occlusion, unilateral occlusion (right tube occluded), perforation (fallopian tube), malposition of essure device; on (B)(6) 2014: the right essure tubal occlusion device is in appropriate location. With right tubal occlusion present. Concerning the injuries reported in this case the following ones were described in patients medical record confirming: pelvic pain, left leg pain. Batch number: a34126 man date: 2012/07 exp date: 2015/07 . Batch number: b76531 man date: 2013-10-04 exp date: 2016-10-31 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pif received: event device breakage added and made intervention required and medical significant due to surgery. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.